Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address pain and elevated metal ion levels in blood. Tissue was stained from metal wear debris. Osteolysis was also reported.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation closed at this time.

Event description:
Update rec'd 1/14/2016 - litigation papers allege the patient experienced complications, including, but not necessarily limited to pain, discomfort, difficulty ambulating, and metallosis.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 4/19/16- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported extreme pain, disfigurement, permanent damage to hip area, mobility and range of motion loss, and mental anguish. Medical records reported pain and squeaking. Revision surgical note reported significant black staining of all soft tissues and blackened material surrounding the entire outside of acetabular cup. Surgeon noted that because of elevated metal ions cup was revised. Metal ion lab results were greater than 7 parts per billion. Stem and cup added for elevated metal ions. The complaint was updated on: may 12, 2016.

Manufacturer narrative:
Patient was revised to address pain and elevated metal ion levels in blood. Tissue was stained from metal wear debris. Osteolysis was also reported. Doi (B)(6) 2005 - dor (B)(6) 2013 (right hip). (B)(4) 2013- x-rays and patient demographics were received. X-rays were attached to complaint. The devices associated with this report were not returned. A review of the device history records for the provided product/lot combinations revealed no related manufacturing deviations or anomalies. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. D. X-rays and demographics were received but do not identify a root cause. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The devices associated with this report were not returned. A review of the device history records for the provided product/lot combinations revealed no related manufacturing deviations or anomalies. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. D. X-rays and demographics were received but do not identify a root cause. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.